Event description:
It was reported that during a stenting treatment procedure, the balloon would not deflate and a stent dislodgment occurred. The procedure treated the de novo, 60% stenosed lesion located in the mildly tortuous left-main and left circumflex artery. After pre-dilatation, the 3.0x12mm taxus element stent was advanced to the lesion (lcx-left main). Using a 50% contrast ratio and on the first inflation, the physician started to inflate the balloon but noticed a problem with the balloon, however no anomalies were noted on the cine. The balloon was inflated to 20 atm's, and an attempt was made to deflate the balloon, however the balloon remained inflated. The physician attempted again to deflate the balloon with a new inflation device and syringe but the balloon remained inflated. The patient experienced anginal symptoms during this event. The doctor tried to withdraw the system, but the stent dislodged from the delivery system in the aorta. The stent was caught with another balloon and brought up at the introducer sheath. At this point the stent was lost deep in the femoral artery. The procedure was completed successfully the next day with another taxus element and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).